Manufacturer narrative:
The investigation of the complaint related to liquid spill on the pneumatic back-plane board has been completed. During investigation on-site performed by our field service engineer presence of liquid spill on the printed circuit board was found. The pneumatic back-plane board was identified as defective and and most likely caused expiratory channel board and main back-plane to fail. Attached photo confirmed the reported liquid spill problem. The printed circuit board was not further investigated since ingress of liquid on the printed circuit boards can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was. The cause of this issue has been established as accidental damage and was related to liquid presence inside the device.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator's printed circuit boards were contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).